Manufacturer narrative:
Device used for treatment, not diagnosis. Mpq used for: ovd - not found in (B)(4). (B)(4). Device is not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported that the surgeon decided to implant expired product. Review of the histories show no similar event which resulted in death or serious injury. At the time of this review, there was no report of added intervention nor patient harm. Should additional information become available, this determination should be reassessed. Device history records review was conducted. The report indicates that: DHR review for: part: part# 08.802.015s lot# 2198386; manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 22.aug.2006 expiry date: 28.jul.2016. No ncrs were generated during production. The lot was released after reviewing sterilization parameters with conforming condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumber fusion (alif) procedure that took place on (B)(6) 2016 a synfix-lr system implanted part was found to be expired. The surgeon still decided to utilize the implant. The device expired in (B)(6) 2016. During the same procedure a trial spacer handle inner shaft broke off inside the trial. The surgeon was impacting the trial into place when the trial spacer handle inner shaft and outer handle separated from the trial; which was still in the patient. The distal tip of the trial spacer handle inner shaft is still threaded into the trial. They had to use the distractor for the synfix to help remove the trial spacer. The implant did not have to be removed only the trial spacer was removed. This caused a delay of a couple of minutes. All fragments were retrieved and stuck inside of the trial. The patient is reported as being stable. There are 2 parts in this complaint. This report is 1 of 2 for (B)(4).